Manufacturer narrative:
The service engineer went onsite to evaluation the system. Additional information received from the customer indicated the epiq system was stationary at the time the control panel swivel was not locking. This is not likely to cause or contribute to a serious injury. The service engineer replaced to solenoid to repair the system.

Manufacturer narrative:
Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported the control panel remains unlocked on the epiq elite ultrasound system. The failure occurred while in clinical use and no patient or user was harmed as a result of the issue.